Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, the pacemaker delivered an error message for erroneous parameter values detected. The pacemaker was programmed to nominal parameter values. The patient was in stable condition.